Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible that a double cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The plunger was not returned to confirm. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the needle did not hook the sutures [cuff miss]. The suture of two new prostyle devices were successfully pre-placed. The tevar procedure was completed using the 9f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.